Event description:
Boston scientific received information that this patient who was asystolic, exhibited ventricular fibrillation (vf) that was undersensed. This device eventually delivered a shock, however, the patient had to be externally defibrillated. The device was re-programmed to a lower rate cut off (rco) for the ventricular tachycardia (vt) zone. A boston scientific technical services (ts) consultant reviewed the electrocardiograms (egm) and discussed that the vf signals were polymorphic and the automatic gain control (agc) may not have been able to react to the changes in signals. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.